Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("excessive bleeding during menstruation / abnormal bleeding menorrhagia"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 37-year-old female patient who had essure (batch no. 626205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gallstones and breast reduction in (B)(6) 2011. Concurrent conditions included overweight, multi gravida, multiparous ((B)(6) 1992, (B)(6) 1996, (B)(6) 1997, (B)(6) 1999, (B)(6) 2001, (B)(6) 2002 (emergency c section), (B)(6) 2003 (premature birth), (B)(6) 2004, (B)(6) 2005 (premature birth), (B)(6) 2007 (emergency c section)), joint pain since 2005, morbid obesity since (B)(6) 2008, diabetes since (B)(6) 2008, hypertension since 1(B)(6) 2008 and skin rash since (B)(6) 2010. Concomitant products included corticosteroids since 2011 for autoimmune disorder, cyclobenzaprine hydrochloride (flexeril) from 2011 to 2013 and oxycocet (percocet) from 2011 to 2013 for autoimmune disorder, abdominal pain, back pain, shoulder pain, leg pain, pelvic pain and pain, tetryzoline hydrochloride (eye drops) since (B)(6) 2008 for blurred vision, alprazolam (xanax) since (B)(6) 2008, venlafaxine (effexor) since (B)(6) 2008 and zolpidem tartrate (ambien) since (B)(6) 2008 for depression and anxiety, metformin since (B)(6) 2008 for diabetes, ibuprofen (advil) since (B)(6) 2008 for headache, migraine, dysmenorrhea, pelvic pain, abdominal pain, back pain, shoulder pain, leg pain and pain, lisinopril since (B)(6) 2008 for hypertension, antibiotics since (B)(6) 2008 for infection bladder, vaginal infection, infection urinary tract, vaginal discharge and urinary frequency, paracetamol (tylenol) since (B)(6) 2008 for migraine, headache, dysmenorrhea, abdominal pain, back pain, shoulder pain, leg pain, pelvic pain and pain, diphenhydramine hydrochloride (benadryl) since february 2008 for nickel sensitivity, fluconazole (diflucan) since (B)(6) 2008 for vaginal discharge as well as alprazolam, medroxyprogesterone acetate (depo-provera) in 2012 and zolpidem. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse / dyspareunia"), female sexual dysfunction ("apareunia"), hot flush ("hormonal changes- hot flashes"), blood oestrogen decreased ("hormonal changes- low estrogen production"), musculoskeletal pain ("shoulder pain") and pain in extremity ("legs pain"). In (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced weight increased ("weight gain") and palpitations ("blood or heart disorder/condition- heart palpitations"). In (B)(6) 2008, the patient experienced urinary tract infection ("infection urinary tract"), cystitis ("infection bladder"), vaginal infection ("infection vaginal"), pollakiuria ("bladder or urinary problems or changes. Changes re: urinary frequency"), vaginal discharge ("vaginal discharge / vaginal discharge") and vision blurred ("vision/eye problems- blurred vision"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems- depression") and anxiety ("psychological or psychiatric problems- anxiety"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2011, the patient experienced fibromyalgia ("autoimmune disorder- fibromyalgia"). In (B)(6) 2017, the patient experienced hiatus hernia ("gastrointestinal or digestive system condition / gastrointestinal or digestive system condition hiatal hernia"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("various allergic type reactions"), arthralgia ("joint pain"), uterine prolapse ("uterine prolapse"), pelvic adhesions ("dense pelvic adhesions") and endometriosis ("endometriosis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic hysterectomy partial on (B)(6) 2013, her tubes were not removed) and surgery (gastric bypass). At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, hypersensitivity, dyspareunia, alopecia, arthralgia and fatigue had not resolved and the vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, female sexual dysfunction, fibromyalgia, hiatus hernia, migraine, headache, allergy to metals, weight increased, hot flush, blood oestrogen decreased, urinary tract infection, cystitis, vaginal infection, pollakiuria, tooth disorder, palpitations, dysmenorrhoea, vaginal discharge, vision blurred, depression, anxiety, musculoskeletal pain, pain in extremity, uterine prolapse, pelvic adhesions and endometriosis outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, back pain, blood oestrogen decreased, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, headache, hiatus hernia, hot flush, hypersensitivity, menorrhagia, migraine, musculoskeletal pain, pain in extremity, palpitations, pelvic adhesions, pelvic pain, pollakiuria, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine prolapse, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: pfs- she did not advised of any complications or problems that occurred at the time of your essure placement procedure on (B)(6) 2013, plaintiff underwent a laparoscopic hysterectomy. Her tubes were not removed and her symptoms continue. She had not essure (or any part of the device) removed; however the removal was scheduled for (B)(6) 2018 due to all the adverse affects she have experienced the last 10 years since the implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: essure coil placement on (B)(6) 2008, plaintiff had a hysterosalpingogram (hsg) test that confirmed the satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records uterine prolapse, menorrhagia, dense pelvic adhesions, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("excessive bleeding during menstruation / abnormal bleeding menorrhagia"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 37-year-old female patient who had essure (batch no. 626205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gallstones and breast reduction in (B)(6) 2011. Concurrent conditions included overweight, multi gravida, multiparous (B)(6) 1992, (B)(6)1996, (B)(6) 1997, (B)(6) 1999, (B)(6) 2001, (B)(6) 2002 (emergency c section), (B)(6) 2003 (premature birth), (B)(6) 2004, (B)(6) 2005 (premature birth), (B)(6) 2007 (emergency c section)), joint pain since 2005, morbid obesity since (B)(6) 2008, diabetes since (B)(6) 2008, hypertension since (B)(6)2008 and skin rash since (B)(6) 2010. Concomitant products included anabolic steroids since 2011 for autoimmune disorder, cyclobenzaprine hydrochloride (flexeril) from 2011 to 2013 and oxycocet (percocet) from 2011 to 2013 for autoimmune disorder, abdominal pain, back pain, shoulder pain, leg pain, pelvic pain and pain, tetryzoline hydrochloride (eye drops) since (B)(6) 2008 for blurred vision, alprazolam (xanax) since (B)(6) 2008, venlafaxine (effexor) since (B)(6) 2008 and zolpidem tartrate (ambien) since (B)(6) 2008 for depression and anxiety, metformin since (B)(6) 2008 for diabetes, ibuprofen (advil) since (B)(6) 2008 for headache, migraine, dysmenorrhea, pelvic pain, abdominal pain, back pain, shoulder pain, leg pain and pain, lisinopril since (B)(6) 2008 for hypertension, antibiotics since (B)(6) 2008 for infection bladder, vaginal infection, infection urinary tract, vaginal discharge and urinary frequency, paracetamol (tylenol) since (B)(6) 2008 for migraine, headache, dysmenorrhea, abdominal pain, back pain, shoulder pain, leg pain, pelvic pain and pain, diphenhydramine hydrochloride (benadryl) since (B)(6) 2008 for nickel sensitivity, fluconazole (diflucan) since (B)(6) 2008 for vaginal discharge as well as alprazolam, medroxyprogesterone acetate (depo-provera) in 2012 and zolpidem. In (B)(6) 2008, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse / dyspareunia"), female sexual dysfunction ("apareunia"), hot flush ("hormonal changes- hot flashes"), blood oestrogen decreased ("hormonal changes- low estrogen production"), musculoskeletal pain ("shoulder pain") and pain in extremity ("legs pain"). In (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced weight increased ("weight gain") and palpitations ("blood or heart disorder/condition- heart palpitations"). In (B)(6) 2008, the patient experienced urinary tract infection ("infection urinary tract"), cystitis ("infection bladder"), vaginal infection ("infection vaginal"), pollakiuria ("bladder or urinary problems or changes. Changes re: urinary frequency"), vaginal discharge ("vaginal discharge / vaginal discharge") and vision blurred ("vision/eye problems- blurred vision"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems- depression") and anxiety ("psychological or psychiatric problems- anxiety"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2011, the patient experienced fibromyalgia ("autoimmune disorder- fibromyalgia"). In (B)(6) 2017, the patient experienced hiatus hernia ("gastrointestinal or digestive system condition / gastrointestinal or digestive system condition hiatal hernia"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("various allergic type reactions"), arthralgia ("joint pain"), uterine prolapse ("uterine prolapse"), pelvic adhesions ("dense pelvic adhesions") and endometriosis ("endometriosis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic hysterectomy partial on (B)(6) 2013, her tubes were not removed), surgery (underwent hysterectomy and ablation on (B)(6) 2013) and surgery (gastric bypass). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, hypersensitivity, dyspareunia, alopecia, arthralgia and fatigue had not resolved and the vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, female sexual dysfunction, fibromyalgia, hiatus hernia, migraine, headache, allergy to metals, weight increased, hot flush, blood oestrogen decreased, urinary tract infection, cystitis, vaginal infection, pollakiuria, tooth disorder, palpitations, dysmenorrhoea, vaginal discharge, vision blurred, depression, anxiety, musculoskeletal pain, pain in extremity, uterine prolapse, pelvic adhesions and endometriosis outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, back pain, blood oestrogen decreased, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, headache, hiatus hernia, hot flush, hypersensitivity, menorrhagia, migraine, musculoskeletal pain, pain in extremity, palpitations, pelvic adhesions, pelvic pain, pollakiuria, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine prolapse, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent a laparoscopic hysterectomy. Her tubes were not removed and her symptoms continue. She is currently saving money to have a salpingectomy. Pfs- she did not advised of any complications or problems that occurred at the time of your essure placement procedure she had not essure (or any part of the device) removed. Scheduled date: (B)(6) 2018 due to all the adverse affects I have experienced the last 10 years since the implant diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure coil placement on (B)(6) 2008, plaintiff had a hysterosalpingogram (hsg) test that confirmed the satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records uterine prolapse, menorrhagia, dense pelvic adhesions, endometriosis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("excessive bleeding during menstruation / abnormal bleeding menorrhagia"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 37-year-old female patient who had essure (batch no. 626205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gallstones and breast reduction in (B)(6) 2011. Concurrent conditions included overweight, multi gravida, multiparous ((B)(6) 1992, (B)(6) 1996, (B)(6) 1997, (B)(6) 1999, (B)(6) 2001, (B)(6) 2002 (emergency c section), (B)(6) 2003 (premature birth), (B)(6) 2004, (B)(6) 2005 (premature birth), (B)(6) 2007 (emergency c section)), joint pain since 2005, morbid obesity since (B)(6) 2008, diabetes since (B)(6) 2008, hypertension since (B)(6) 2008 and skin rash since (B)(6) 2010. Concomitant products included anabolic steroids since 2011 for autoimmune disorder, cyclobenzaprine hydrochloride (flexeril) from 2011 to 2013 and oxycocet (percocet) from 2011 to 2013 for autoimmune disorder, abdominal pain, back pain, shoulder pain, leg pain, pelvic pain and pain, tetryzoline hydrochloride (eye drops) since (B)(6) 2008 for blurred vision, alprazolam (xanax) since (B)(6) 2008, venlafaxine (effexor) since (B)(6) 2008 and zolpidem tartrate (ambien) since (B)(6) 2008 for depression and anxiety, metformin since (B)(6) 2008 for diabetes, ibuprofen (advil) since (B)(6) 2008 for headache, migraine, dysmenorrhea, pelvic pain, abdominal pain, back pain, shoulder pain, leg pain and pain, lisinopril since (B)(6) 2008 for hypertension, antibiotics since (B)(6) 2008 for infection bladder, vaginal infection, infection urinary tract, vaginal discharge and urinary frequency, paracetamol (tylenol) since (B)(6) 2008 for migraine, headache, dysmenorrhea, abdominal pain, back pain, shoulder pain, leg pain, pelvic pain and pain, diphenhydramine hydrochloride (benadryl) since (B)(6) 2008 for nickel sensitivity, fluconazole (diflucan) since (B)(6) 2008 for vaginal discharge as well as alprazolam, medroxyprogesterone acetate (depo-provera) in 2012 and zolpidem. In (B)(6) 2008, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse / dyspareunia"), female sexual dysfunction ("apareunia"), hot flush ("hormonal changes- hot flashes"), blood oestrogen decreased ("hormonal changes- low estrogen production"), musculoskeletal pain ("shoulder pain") and pain in extremity ("legs pain"). In (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced weight increased ("weight gain") and palpitations ("blood or heart disorder/condition- heart palpitations"). In (B)(6) 2008, the patient experienced urinary tract infection ("infection urinary tract"), cystitis ("infection bladder"), vaginal infection ("infection vaginal"), pollakiuria ("bladder or urinary problems or changes. Changes re: urinary frequency"), vaginal discharge ("vaginal discharge / vaginal discharge") and vision blurred ("vision/eye problems- blurred vision"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems- depression") and anxiety ("psychological or psychiatric problems- anxiety"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2011, the patient experienced fibromyalgia ("autoimmune disorder- fibromyalgia"). In (B)(6) 2017, the patient experienced hiatus hernia ("gastrointestinal or digestive system condition / gastrointestinal or digestive system condition hiatal hernia"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("various allergic type reactions"), arthralgia ("joint pain"), uterine prolapse ("uterine prolapse"), pelvic adhesions ("dense pelvic adhesions") and endometriosis ("endometriosis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic hysterectomy partial on (B)(6) 2013, her tubes were not removed), surgery (underwent hysterectomy and ablation on (B)(6) 2013), surgery (underwent hysterectomy and ablation on (B)(6) 2013) and surgery (gastric bypass). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, hypersensitivity, dyspareunia, alopecia, arthralgia and fatigue had not resolved and the vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, female sexual dysfunction, fibromyalgia, hiatus hernia, migraine, headache, allergy to metals, weight increased, hot flush, blood oestrogen decreased, urinary tract infection, cystitis, vaginal infection, pollakiuria, tooth disorder, palpitations, dysmenorrhoea, vaginal discharge, vision blurred, depression, anxiety, musculoskeletal pain, pain in extremity, uterine prolapse, pelvic adhesions and endometriosis outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, back pain, blood oestrogen decreased, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, headache, hiatus hernia, hot flush, hypersensitivity, menorrhagia, migraine, musculoskeletal pain, pain in extremity, palpitations, pelvic adhesions, pelvic pain, pollakiuria, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine prolapse, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent a laparoscopic hysterectomy. Her tubes were not removed and her symptoms continue. She is currently saving money to have a salpingectomy. Pfs- she did not advised of any complications or problems that occurred at the time of your essure placement procedure she had not essure (or any part of the device) removed. Scheduled date: (B)(6) 2018 due to all the adverse affects I have experienced the last 10 years since the implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure coil placement on (B)(6) 2008, plaintiff had a hysterosalpingogram (hsg) test that confirmed the satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records uterine prolapse, menorrhagia, dense pelvic adhesions, endometriosis most recent follow-up information incorporated above includes: on 23-feb-2018: pfs and mr received. Event added from pfs - abnormal bleeding (vaginal, menorrhagia), apareunia, dyspareunia, autoimmune disorder fibromyalgia, hiatal hernia, hair loss, migraines, headache, nickel allergy, weight gain, hot flashes, low estrogen production, infection bladder, infection urinary tract, infection vaginal, urinary frequency, dental problems, heart palpitations, dysmenorrhea (cramping), pregnancy and miscarriage, fatigue, vaginal discharge, blurred vision, depression, anxiety, abdomen pain , back pain, shoulder pain, leg pain, pelvis pain, uterine prolapse, dense pelvic adhesions, endometriosis. Historical condition, concomitant medication added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during menstruation"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("various allergic type reactions"), dyspareunia ("pain during intercourse"), headache ("headaches"), alopecia ("hair loss"), arthralgia ("joint pain") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic hysterectomy on (B)(6)2013, her tubes were not removed). At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, hypersensitivity, dyspareunia, headache, alopecia, arthralgia and fatigue had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent a laparoscopic hysterectomy. Her tubes were not removed and her symptoms continue. She is currently saving money to have a salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: full occlusion of both tubes. - on (B)(6) 2008, plaintiff had a hysterosalpingogram (hsg) test that confirmed the satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.